Manufacturer narrative:
Additional information: h4: the lot was manufactured between august 22, 2025 and august 24, 2025. H11: the actual devices were not available; however, (89) eighty nine companion samples were received for evaluation. A visual inspection did not identify any abnormalities that could have contributed to the reported condition. System level testing was performed on nine (9) companion samples which included analysis at various points throughout the prime, pump calibration, and direct entry processes. It was observed that the compounding cycle completed with bubbles detected on port 5 valve body cavity 2. The reported condition was verified on the companion samples. However, the reports of bubbles in the line that meet the definition of this code are not associated with a contamination or accuracy issue and are not likely to cause or contribute to a death or serious injury. The cause of the condition could not be determined. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that air was entering into an unspecified quantity of exactamix 2400 valve sets. Port 5 leaked when in the open position which caused unintended air to enter the inlet and compounded admixture. This event was observed prior to patient use. There was no patient involvement. No additional information is available.